Manufacturer narrative:
Siemens filed the initial MDR on 22-oct-2018. Additional information (14-nov-2018): siemens investigated the instrument files and determined that there was no indication of an instrument malfunction when the affected sample was processed. Siemens determined that since the issue could not be reproduced, this issue was an isolated incident and that a sample related issue potentially contributed to the discordant, falsely elevated total hcg result. Updated to reflect the additional information. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on a diluted patient sample on the advia centaur xp instrument. Other patient samples were tested for total hcg and there were no reports of discordant results on the other samples. Siemens is investigating the issue.

Event description:
The customer reported that a patient sample was diluted and the undiluted sample and diluted sample from the same patient were tested for total human chorionic gonadotropin (total hcg) on an advia centaur xp instrument; the undiluted sample was tested twice and the diluted sample was tested once. A discordant, falsely elevated total hcg result was obtained on the diluted sample on the instrument. Both results were reported to the physician(s), who questioned the results. On (B)(6) 2018, the undiluted and diluted samples were repeated on the same instrument, using a different reagent lot, for confirmation purposes, and total hcg results of <2.0 miu/ml were obtained on the undiluted sample, while a flagged result of "overdiluted" was obtained on the diluted sample. The results obtained on the undiluted sample on (B)(6) 2018 was reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated total hcg result.